Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument got stuck inside the cannula while removing it during procedure. The procedure was completed with no reported injury or delay. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use and there was no damage.the wrist couldn¿t be straightened and that¿s why it was removed with cannula.the instrument and cannula where both removed by the surgeon safely.no fragments fell inside the patient.the instrument is shipped back for investigation. There are no recordings available.

Manufacturer narrative:
The instrument was analyzed and found to have a broken main tube. The instrument was found to have a broken main tube at the distal tip. A piece(s) measuring proximately 11.0mm x 8.5mm was(were) missing and not returned with the instrument.